Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed drawer, required maintenance. The customer reported that issue occurred when dispensing medications and able to get them from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer failed and required maintenance. A field service engineer observed power dissipating reboot resolved drawer issue and ribbon cable reseated and connector into row b seemed to be partial then the intermittent issue with drawer 3-2 closure resolved by rear chassis adjustments. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6)